Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4, h6: a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw152516 was released in two batches. Batch1: released on june 26, 2014 with no discrepancies. Batch2: released on july 28, 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the sfx x20 torque driver shaft was received at us customer quality (cq). Upon visual inspection, the distal tip of the device has broken off. The broken tip was not returned. Minor scratches were observed on the device and they were consistent with the device usage. Dimensional inspection: the dimensional inspection was performed on the returned device. 1- the outer diameter of the tip near the broken portion was measured to be within the specification. 2- the small shaft diameter near the broken portion was measured to be within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed - sfx x-20 torque driver. Sfx x-20 driver tip. No design issues or discrepancies were identified. Investigation conclusion the complaint condition is confirmed for the sfx x20 torque driver shaft. No definitive root cause could be determined based on the provided information but it is likely the device experienced excessive forces that caused it to fail. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the surgeon was tightening sfx crosslink and the tip of the final tight driver broke. Fragments were generated and easily removed. There was no surgical delay. The procedure was successfully completed. Patient status is unknown. Concomitant devices: unknown set screw (part# unknown, lot# unknown, quantity unknown) ; sfx crosslink (part# unknown, lot# unknown, quantity unknown) . This report is for one (1) sfx x20 torque driver shaft. This is report 1 of 1 for (B)(4).